Event description:
It was reported that the drain tore when pulling on slightly when removing product from package. The product was not used on a patient.

Manufacturer narrative:
The actual complaint sample was not returned for evaluation, however, nine stock samples of two different lot numbers were returned. The device history record (DHR) was reviewed for the lot number provided for the actual sample. There were no non-conformances noted in the DHR that could have caused or contributed to the reported event. The stock samples were visually inspected under magnification and no discrepancies were noticed; no manufacturing deficiencies were found during the visual examination of the returned samples. No cuts or tears were seen on the round drains tubes, no torn or damaged holes were noted. No breakage, splits or tears occurred when the drains were removed from the packages. The samples were tested for break strength and elongation, it was found that all nine samples exceeded the minimum specification for this product. The instructions for use state the following precautions to avoid the possibility or drain damage or breakage: warning: when placing drain(s) care should be taken to ensure that the perforated portion of the wound drain lies completely within the confines of the wound. Additional perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks. (B)(4).